Manufacturer narrative:
Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode was not observed.

Event description:
It was reported that one of the caps from a bd vacutainer® cat (clot activator tube) plus blood collection tube was missing while still in the shelf-package. The device was not used and there was no report of injury or medical interventions.